Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient's caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy, in dwell cycle 4. The caregiver stated the supply bag fell and disconnected. Gts had the caregiver cycle power to clear the error and explained that it indicated a large amount of air had entered into the disposable set. The caregiver elected to contact the patient's dialysis nurse for further instruction because the patient did not have manual supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
During follow up with the home patient's (hp) husband, he stated that the bag was placed too close to the edge of the table and that is why it fell off. The hp's husband stated that the supply line and the bag disconnected. The hp's husband stated that the nurse was notified and there was no patient injury or medical intervention involved.